Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and flow sensor assembly were replaced due to contamination to address the issue.

Event description:
The MFR received info alleging a ventilator was not delivering the set volume. There was no harm or injury reported.